Event description:
Philips received a complaint on the v60 ventilator indicating that they needed the part information for the tool to remove the v60 casters as the lock portion of the caster was broken. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the lock portion of the caster was broken. The rse provided the customer with part information for the locking caster and the 17mm wrench. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 02aug2023, it was confirmed that both the locking caster and 17mm wrench were ordered by the customer. Neither part was received, so repair of the device is pending. The investigation is ongoing.